Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure "gives error e104- fog free function error and damage to light fibers distally" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the video cable is broken, the outer tube is deformed, the fibre bonding in the outer tube area (distal end) is damaged, error b30 occurs and no image is displayed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the rigid video scope had error e104 - fog free function error and damage to light fibers distally. The malfunctions were observed during preventive maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.